Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance measurement of greater than 3000 ohms creating a lead safety switch (lss). In addition there was a decrease of signal amplitude from greater than 25 millivolts (mv) to 16 mv. The impedance measurement did recover to normal range, however the sensing measurement had remained lower. The field representative recommended performing additional testing to assess lead integrity per recommendation of the lead manufacturer. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).